Manufacturer narrative:
(B)(4). Batch # r59y5g. Investigation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer and the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open total gastrectomy procedure, the anastomosis site was torn during use. It was commented that for anastomosis between the esophagus and the jejunum, 25mm of cdh was a little bit too large since the patient¿s esophagus was thin. The anastomosis site was torn, so the esophagus was re-cut, and re-anastomosed using 25mm of a competitor. The donuts were created properly. The competitive device was used to complete the case. After that, the patient¿s condition is no problem; the patient is stable. There were no adverse consequences to the patient.